Event description:
It was reported that the patient was experiencing a return of symptoms, hypertonia, pruritis, and weakness. A catheter access port procedure was attempted. There was difficulty aspirating and injecting fluid through the catheter access port; they were only able to aspirate and inject 0.25 mls, three times. A roller study was performed (2009), and confirmed normal rotor function. Antegrade patency of the catheter could not be evaluated due to the inability to aspirate from the catheter. It was later reported that in addition to attempting to perform the dye study, the hcp also unsuccessfully tried bolus dosing. X-rays without contrast did not show any obvious kinks of disconnections. The pump was in place. The patient's elevated tone which was managed by oral medication. The patient underwent a catheter revision 17 days later. The catheter appeared frayed at the entry point. The reporter stated that "patient doing fine as far as I know. Hospital had scheduled a 3-4 day stay just to be sure there were no overdose or withdrawal issues. I don't believe either happened." The patient was restarted on lioresal 200 mcg/day.